Event description:
It was reported that during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate the glass tube broke during centrifuge. There was no reported impact to patient. The following information was provided by the initial reporter: the tube broke in the centrifuge. He is using a special adapter for the longer length tube, and is spinning at 1800 rcf for 20 minutes at rt. Recommended that he inspect the tubes for cracks or defects before drawing the blood.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate the glass tube broke during centrifuge. There was no reported impact to patient. The following information was provided by the initial reporter: the tube broke in the centrifuge. He is using a special adapter for the longer length tube, and is spinning at 1800 rcf for 20 minutes at rt. Recommended that he inspect the tubes for cracks or defects before drawing the blood.